Manufacturer narrative:
The vt rate cut off was reprogrammed to 135 bpm and rv and lv outputs were increased. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room following shock therapy. Review of device memory revealed that the patient experienced ventricular tachycardia (vt) at a rate of 140 beats per minute (bpm) and the vt rate cut off in the device was programmed to 140 bpm, resulting in several non-sustained vt episodes. It was reported that tachycardia therapy was delayed for greater than one minute. Additionally, suspected loss of capture (loc) was observed on the right ventricular (rv) and left ventricular (lv) lead following delivery of shock therapy. Boston scientific technical services (ts) reviewed the stored electrogram (egm) and discussed potential intermittent loc or fusion and discussed programming options. No adverse patient effects were reported.